Event description:
No osseointegration, smoker, periodontal disease (under control) at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, infection, pain, swelling, abscess, inflammation.